Manufacturer narrative:
Additional testing was performed and the initial failure analysis (fa) was partially confirmed. Initialization failure and the dislodged blade failure were confirmed from in-house testing and logs. The housing was removed and it was noticed that the grip cable was loose, which was responsible for the grips not closing all the way, which can cause initialization failures and the blade to get dislodged. Additionally, from logs, it appeared that the blade got dislodged first, and then the initialization failures were observed. The grip return spring was found to be okay, and not dislodged. The reason behind a loose grip cable is an under-torqued screw in the grip clamping pulley, which was tested using a digital torque gauge with help from manufacturing engineering. The loosening torque value came to be 20 oz-in, whereas it should be about 40 oz-in. Correction: annex g.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) received the vessel sealer extend (vse) it to perform failure analysis. The vse instrument was analyzed and found to have a dislodged blade. A visual inspection showed that the blade was exposed 0.106" outside of the blade garage. The knife slot measurement was at 0.027". No conductor wire damage or snake wrist damage was found. There was no bio debris found at the instrument tip. The instrument was placed on the in-house system and failed homing during initialization. The dislodged blade was likely causing failure during initialization. The blade was manually retracted and retested but still failed initialization. A review of procedure logs revealed a blade exposed error and homing failure errors. The instrument housing was removed, and the instrument was found to have a dislodged grip return spring. The dislodged spring kept the grip ring from seating in the proper location which in turn kept the grips from closing properly. Both failures are related. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of the exposed blade is attributed to use conditions. Jaw/knife track contamination by residual or carbonized tissue can prevent full retraction of the blade into the instrument grips after cutting. Cutting thick/hard tissue bundles larger than the instrument's indications may also lead to an exposed blade. The da vinci system alerts the user that the blade of the vse instrument may be exposed as a mitigation to reduce potential cutting-related injuries. If the blade does not return to the "garage" within a specified time, then the instrument is deemed to have a "blade exposed" and a fault is displayed. After acknowledging the fault, the user must decide to either remove and replace the instrument or override the fault and continue use. If use is continued, then the instrument is restricted from delivering energy or actuating the blade until the instrument is re-installed and successfully completes self-tests.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the vessel sealer extend (vse) instrument initially worked but it soon became unusable. Use of the instrument was discontinued. The user completed the procedure with no further issue reported. Intuitive surgical, inc (isi) followed up with the nurse and obtained the following additional information regarding the reported event. The instrument was inspected prior to use, and nothing out of the ordinary was noted. The nurse stated that the vse instrument had worked for about 5 minutes prior to when it stopped functioning. It was reported that when the surgeon attempted to seal tissue around the prostate, the vse instrument sealing function did not work at all. The nurse did not recall if any audible tones or errors were generated at the time of the sealing event. However, the nurse confirmed there was no tissue effect observed during the sealing cycle. The reporter could not recall if the target tissue was under tension during the sealing or cutting process. It is unknown if the size of the tissue was greater than 7mm in diameter, whether there was vessel calcification, or if the tissue was exposed to radiation or chemotherapy prior to the procedure. The jaws of the instrument did not come into contact with other objects, nor immersed with liquid or contaminated with bio debris prior or during the sealing cycle. The reported incident did not result in cutting tissue that was not fully sealed, nor did it result in any bleeding. The vse instrument was exchanged out for another vse instrument and the procedure was completed robotically as planned.